Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received four inappropriate shocks due to t-wave oversensing (twos). Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: a distal portion of the lead was received measuring 52 cm and was analyzed. The svc (superior vena cava) def ibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received four inappropriate shocks due to t-wave oversensing (twos). It was further reported that the superior vena cava (svc) coil exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.